Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support, the patient experienced some oozing of the axillary site. Per the doctor, the bleeding is from the pectoral muscle bleeding. The oozing slowed and multiple blood products were given to treat the condition. The patient outcome was noted to be stable.